Event description:
It was further reported via follow-up that the ra lead had ruptured due to a method of towing during the removal, and the lead became stretched and broken.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: ddpa2d4, lot#serial#: (B)(6), implanted: on (B)(6) 2022, explanted: on (B)(6) 2025, product ID: 09300074, lot#serial#: (B)(6), implanted: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds. The patient experienced shortness of breath and malaise due to an increase in right ventricular (rv) pacing rate, so the patient underwent a device upgrade procedure. It was further reported that the patient experienced palpitations and chest discomfort, and a pericardial effusion was discovered. The implantable cardioverter defibrillator (ICD) and ra lead were explanted and replaced. Due to the removal, the lead was noted to have ¿ruptured.¿ the patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.